Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of mfg records demonstrates that all materials met release criteria.

Event description:
Metacarpal nail was explanted due to infection. Foreign fluid reported to have been used with bone graft. No indication of product malfunction.